Event description:
Medtronic received information from the patient that this mechanical heart valve had been explanted and replaced with an unspecified valve approximately 6.5 months prior to contacting medtronic. The patient reported that her physician told her the valve was not working well, but did not elaborate, and that her physician's office reported they did not have a copy of the explant report.

Manufacturer narrative:
Additional information is being sought. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, or if additional information is received, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
A medtronic field representative was unable to obtain additional information regarding the device explant procedure or the device¿s location. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A supplemental report will be filed if additional information is received or if the device is returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.